Event description:
The event involved a secondary set, secure lock, 34 inch. It was reported that the 3 secondary IV tubing sets have black speck or contamination in the drip chamber. These were located by the materials management team after an email alert from msdh warned of possible contamination. This event occurred during routine preventive maintenance.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.